Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 450 mg/dl. The customer¿s blood glucose level at the time of the incident was 349 mg/dl. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high pressure test. The customer was having a high blood glucose level since (B)(6) 2020. It was increasing rapidly. The customer was sick for a couple of days but had already recovered from the sickness. The customer reported that since the blood glucose was not going down the customer changed the infusion set on (B)(6) 2020 about the same time. The customer reported that the same thing happened and the blood glucose went rapidly up and it was not going down with the correction dose. The customer changed the infusion set again. The customer had already used 3 infusion sets due to the high blood glucose but it does not help with getting the blood glucose down. The customer does not allege that the insulin pump was under delivering. The customer reported that they have a back-up plan available. The auto mode feature of the insulin pump was active. The insulin pump will not be returned for analysis.